Manufacturer narrative:
The insulin pump was received with a motion sensor test failure alarm and motor error alarm during rewind due to the motor encoder signal out of phase. There was no cosmetic damage noted.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer stated that he just got a new pump last week and he received another motor error alarm during the call when he was rewinding the pump. Customer's blood glucose was 146 mg/dl at the time of the incident. Customer stated that he also received a motion sensor test failure alarm and the pump is going through a countdown. Customer then received a motor error alarm. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.